Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history identified 4 complaints for the reported issue for this lot. Tested 5x returned devices with negative standard from previous case. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: can not determine with returns. Source: phone.

Event description:
Customer reported ten alleged false positive sars results. The consumer communicated the result was confirmed negative by molecular (pcr testing). This is report 4 of 10.